Event description:
It was reported that during an achilles repair, the surgeon attempted to pass the needle from one side to other and it missed a prong. Tried multiple times unsuccessfully. The surgeon switched to a #2 fiberwire to complete the repair. Follow-up: the technique was abandoned. The surgeon resorted to the old style repair method of making another incision, vertical and pulling down the achilles tendon to suture it together with fiber wire. The foot to jig alignment is important in the successful use of this device.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. A most likely cause of this incident has not been determined. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.